Event description:
Plugged dolphin tip into ligasure machine. Error occurred, requested replacement device. Tried another dolphin tip ligasure device, same thing occurred. Got a new device (blunt tip) and it worked fine.